Event description:
Patient's one touch ultra meter was reported to have missing segments on the display. This issue was not resolved with troubleshooting. The patient did not have any symptoms. Patient went to a clinic for a routine checkup and was given a "routine treatment." No further clinical information has been provided.